Manufacturer narrative:
(B)(4). Concomitant medical products: lps nexgen femoral component, cat#: 00599601451, lot#: 62946321; antibiotic bone cement, cat#:00110201200, lot#:62786332; all poly patella, cat#:00597206529, lot#:63239960. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00568, 0001822565 - 2018 - 00569. Product implanted

Event description:
It was reported that a patient is experiencing premature loosening of a component after initial knee procedure and requires a revision surgery.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0002648920-2017-00766.